Event description:
Customer reported problem with air in line alarm on this pump. No patient involvement has been reported at this time. Pump will be sent to baxter's repair center for evaluation. Attempts have been made to obtain add'l info from the customer on this report. No add'l info has been obtained at this time.